Manufacturer narrative:
No injury reported. User alleges they fell out of the chair 6 times. Unclear if user is using a positioning strap as recommended by MFR. Product has not been return for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MFR expects chair to be returned for an inspection. MDR field as a conservative measure.

Event description:
The shock in the rear of the chair allegedly broke, causing the consumer to fall out of the chair 6 times. No injury is alleged.